Event description:
While using the rollator the bar under the bench broke in half which caused both end-user and the rollator to collapse and fall to the floor. Emergency services were called and end-user was transported to the hospital where she was informed that the fall had caused her a break to her l2 and l3 vertebrae.